Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a damaged device is inconclusive due to the state of the returned sample. One photograph of a 20 ga powerloc max was returned for evaluation. An initial visual observation of the photograph showed no obvious use residues throughout the returned sample. It was observed that the safety mechanism appeared advanced approximately halfway down the needle shaft. No damage could be observed along the powerloc max in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, bay pin stuck and can't be pulled out. No other information was provided. It was reported this occurred with 6 devices. This report addresses all 6 devices.